Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported via mail correspondence from the pt that "the first operation was (B)(6)2009 and didn't do very well. The leg became short, the foot turned out. After a lot of checking, xrays, bone scan etc., it was determined that the part was moving in the leg bone. A second operation was necessary and was done on (B)(6) 2010, appeared to be doing well for the first three months, and then the pain became very intense. After another x-ray at about six months, everything was determined to be ok. The pain persisted and my only relief was the heating pad every night. On (B)(6) 2011, I went back for the final one year checkup. They took another x-ray and said it was good. I am very limited on walking and cannot carry more than ten pounds of weight. Now they say "it's my back" I know the difference between back pain and pain around the immediate area of the incision and the affected bone area. The leg once again is turning "out", which I noticed at about six months."